Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. Patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate profile saline breast implants on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, an anomaly on the posterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 0.1 cm was also observed within the crease/fold. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non hispanic female patient who underwent primary breast augmentation surgery with two 375cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.